Event description:
A physician reports that at this time the cause of the endophthalmitis remains unk. He states that it may be due to an allergic reaction. He will be conducting a lymphocyte transformation test to clarify the cause of this pt's reaction.